Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope's objective lens adhesive peeled off. There were no reports of patient involvement.